Manufacturer narrative:
Evaluation summary: the closurefast catheter was returned for evaluation. No ancillary devices, cines images or procedural notes were received. The closurefast device was examined. An introducer sheath was received on the device¿s shaft. The coil area of the catheter appeared to be damaged and unwound, with an unknown residue burnt on it. The distal tip of catheter appeared to be undamaged. Visual inspection of the device revealed that the catheter was kinked and separated in the coil area and coil damage was observed. The fep appeared to have been torn apart and a burnt residue was evident. The two halves of the catheter coil were connected by the coil having been unwound. Part of the lumen was sticking out from under the unwrapped coil on the distal section. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use a closure fast catheter to treat the great saphenous vein (gsv). It was reported that the IFU was followed, tumescent infiltration and hand compression were used. Post completion of the procedure, the active part of the catheter could be seen to be burnt and broken. There was no report of an error message having been displayed on the generator. The treated vein was reported to have closed. No patient injury was reported.